Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
This report was received through a skilled nursing facility conducted by the ahca. Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The skilled nursing facility communicated that they receive the results of pcr confirmatory tests within 24-48 hours, but it is unknown if this patient had confirmatory testing done.